Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 03/31/2015 confirming the reported event of inaccurate readings.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patients mother an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The foreign distributor did not report injury or medical intervention.